Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d8, d9, g2 (add company representative). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (1) year, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. Based on the results of the investigation, olympus presumed, that the phenomenon ¿light-emitting diode of the front panel is not lit¿ occurred, due to failure of the printed circuit board (cp). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front panel light-emitting diode of the video system center was not working. The issue was found during routine inspection by customer. There were no reports of patient involvement.